Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer went offline while issuing item. A technical support specialist (tss) was able to resolve the drawer's offline issue by resetting ethernet connection and tested the drawers. The nurse was able to log in successfully; however, the pharmacy initially rejected the second rx verify request. The tss facilitated a three-way discussion with the pharmacy team and obtained approval. Following this, the nurse was able to issue the item without any further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers went offline while issuing item. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.